Event description:
The lead was reportedly explanted because of oversensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing processes for the ICD and the lead were reviewed. All production steps were performed accordingly. The final acceptance tests proved the devices functions to be as specified. The lead was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation was found rubbed through 13 and 8 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix and rv shock coil were found deformed, which most likely resulted from the extraction procedure due to tensile stress. The ICD was interrogated, revealing the mos1 battery status, 15 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel. Therefore, a sensing test was performed, and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD malfunction. The observed lead insulation damage is assumed to be the root cause of the reported oversensing. The analysis did not reveal any sign of a material or manufacturing problem of the ICD or the lead.